Event description:
A male underwent aaa repair in 2009. The pt received a zenith main body, two zenith iliac legs and the procedure went without reported incident. Five months later, the pt underwent a secondary procedure due to the initial placement of the iliac legs. The leg grafts were placed well above the flow divider on the initial implant. This caused one of the iliac leg grafts to lose flow, thus, requiring additional placement inside. The physician placed a zenith, iliac leg graft and flow was continued. The flow through the iliac was achieved.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Specific to this case for the contralateral side, the IFU recommends a minimum overlap of one stent and a maximun overlap of 1.5 stents. For the ipsilateral side, a minimum overlap of 1.5 stents. Furthermore, the IFU explains if a graft is deployed above the bifurcation if may be necessary to use a leg extension in the bifurcation area on the opposite side. Based on the supplied info, it appears leg extensions were deployed higher than the bifurcation on both sides. However, it may be possible the proximal edges of the grafts were not deployed at the same level, possibly contributing to lack of flow on one side. This would indicate one of them was deployed inaccurately and is the basis for the assigned failure mode to this case; physician deploys aaa graft inaccurately. Without films/images or additional info a root cause cannot be identified at this time. We will continue to monitor for similar incidents.